Event description:
It was reported that a merlin.net transmission showed non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. Patient was asymptomatic. The ICD was reprogrammed.